Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: it had been "16 years due since the implant date". Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Physician reported right side capsular contracture, baker grade IV, discovered during explant. Patient had no symptoms and removal surgery was initiated due to the device being implanted for 16 years. Device has been explanted.